Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and subsequently admitted to the hospital for a high blood glucose (bg) level. The customer's bg was over 600 mg/dl with an unknown cause. No additional patient or event information was provided.